Event description:
It was reported that this physician interrogated the device and the battery voltage was not available. The device showed that it had already tripped elective replacement indicator (eri) even though it has not. The device is in eri lock up. The physician had to reset the device to clear the eri lock up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis indicated a measurement system lock-up issue. The lock-up condition successfully cleared.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, implantable pacing lead, (B)(6) 2005. (B)(4).